Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 28099 was returned and analyzed. The patient file showed 4 applications were performed using the returned balloon catheter. The patient file showed 4 applications were performed using a non-returned balloon catheter. Patient file did not show any system notice on the reported date of the event. Two photos were received for analysis. The first image showed system notice 50006 on the consoles screen. The second image showed system notice 50006 on the consoles screen. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 4 applications on the reported event date. During functional testing, the cryo console terminated the application and triggered system notice # 50006/50005. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wir es or leak detection wires that could have caused the breach. During inspection of the handle segment, blood / liquid was observed inside handle. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The coaxial umbilical cable and balloon catheter were both replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.